Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a male patient underwent a right sided non-ischemic ventricular tachycardia (non-isvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis and surgical intervention. No biosense webster inc. Product malfunctions nor immediate patient consequences from the procedure were reported; patients vitals were normal. Post-procedure, the patient suffered cardiac tamponade. Pericardiocentesis was performed to drain 500ml of fluid from the pericardial space. The patient was then taken to the operating room for pericardial window. Patient was hemodynamically stable, was admitted to the cardiac care unit (ccu) and required prolonged hospitalization. Patient¿s condition had improved. Physician is unsure on the cause of the event. The max wattage used were 40 watts. Total ablation time was 12 min and total fluid was 525ml. There was no evidence of steam pop during the ablation. No error messages were observed. Vector, dashboard and visitag were used as force visualization features. Recommended visitag settings were used: 2mm, 3sec, 25% for 3 grams. Respiratory gating was used as additional filter and tag index as coloring option.